Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high as well as low blood glucose level. The customer's high blood glucose levels were 400 mg/dl, 356 mg/dl, 330 mg/dl, 297 mg/dl, 312 mg/dl and 402 mg/dl. The customer treated high blood glucose level with insulin pump. The customer's low blood glucose level was unknown. The customer went unresponsive at a friend's place and the friend gave him oral glucose. The customer had been using the insulin pump within 48 hours of low blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose level. The customer did not allege the insulin pump for over delivery. The insulin pump was not on auto mode at the time of the incident. The insulin pump will not be returned for analysis.